Event description:
The pt is a 43-yr-old woman who previously had bilateral subcutaneous mastectomy in 1980 using co's silicone gel implants. The pt developed capsular contracture with pain nine months postoperatively. Two years ago, she developed dull axillary pain with stabbing pain through the nipple, with more pain on the left side and felt that the left side was getting smaller. She has a nine month history of stiffness in the joints, epigastric distress, myalgia, arthralgia, short-term memory deficits, dry eyes, fatigue, night sweats, and shows raynaud's disease. Because of systemic symptoms which may be related to implants, bilateral ruptures, contracture, and pain, it is medically necessary to remove these implants. A total capsulectomy is also indicated because of rupture, contracture, and because the capsules contain silicone which the pt may be reacting to.